Event description:
Ous MDR - after an implantation period of about 4 weeks, oversensing with inappropriate therapy was reported. No abnormal pacing/shock parameter was detected (normal impedances and r wave). At the moment, biotronik has no further information as far as the explantation of the lead is concerned. If more details become available, this report will be updated. The lead remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegm's showed the presence of noise, which may have led to the detection of vf episodes and shock delivery. Despite the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.